Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was requested back to the manufacturer site for a detailed investigation. Investigation results revealed that the deviation could be reproduced. The root cause has been identified as ingress of fluid inside the housing of the device damaging internal components and impacting its functionality.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was not working during priming and an error code was displayed. There was no patient involvement .